Event description:
It was reported that the shock lead impedance of this implantable cardioverter defibrillator (ICD) system had been trending upward over the previous several months and there was a recent alert for high shock lead impedance, out-of-range. Technical services discussed programming options and performing a commanded shock to evaluate system integrity. It was planned to continue to monitor the patient. The ICD and right ventricular lead remain in service. No adverse patient effects were reported.